Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with nordic bluetooth device: passed. Tested on transmitter functional tester: passed relevant testing. Performed share log review: failed (complaint confirmed). The reported event of loss of connection was confirmed a root cause could not be determined.